Event description:
Complaint alleged that while attempting to treat a patient the device inappropriately shut down. Complainant indicating that the clinician changed the battery and continued treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.